Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 18-jun-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1588rt acl tightrope rt had been reduced early inside the joint. It was reported that the doctor did not properly verify whether the button had passed through the cortex and instructed the assistant to reduce it. This was discovered during an acl button/screw procedure with no patient harm reported. An hour delay was reported during the procedure, and no additional anesthesia was required. The case was completed with another unit from the same lot.